Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 482 mg/dl. Pump system check was performed and occlusion was found to possibly be related to the infusion set site. Customer declined to remove the cannula at the time of the report and was to change it at a later time.